Manufacturer narrative:
The field service engineer performed an operation check of the injector per service checklist and in accordance with service manual. The unit operated to specifications; no problem with injector performance. The injector was returned to service. The customer reports that the extravasations occurred mostly with chemo patients. Extravasation or infiltration is a well known adverse effect of intravenous injections. Extravasation is generally not considered to be injector dependent.

Event description:
In 3/10: customer reports via fax, (B) (6), female, having CT of chest with contrast, pulmonary emboli protocol. Injector loaded with optiray 350, injection protcol of 4ml/sec for 90ml volume. Injection started thru IV access. Customer reports 60ml of contrast extravasated into arm of patient. Facility does not provide information on type or treatment. Facility indicates unknown patient outcome because they do not track the patient outside the department. No other information made available by the facility staff.